Manufacturer narrative:
The issue is not reproducible. The visual inspection of the suspect product did not reveal any signs of damage or contamination. It was attached to the test loflo sensor for testing purposes. The unit did not produce any failures. The suspect product was tested with the test system and field return procedure, and no errors were produced. The unit operated as expected.

Manufacturer narrative:
The customer has been requested to take pictures of the units in use and if there is an issue, to record of how frequent they have to change the suspect product. This is to identify if the problem is with the suspect product or with the co2 module provided by ge or if there was user error. It is indicated that the suspect product is available for evaluation.

Event description:
The customer reported that they frequently lose co2 waveform on their new ge dash monitoring system with the vital signs¿ adult/pediatric airway adapter with dehumidification tubing for capnoflex module. Initially, they felt the lines were blocked, but the same occurs even after training on proper use/position of the lines. They are changing the lines 3-5 times in a 12 hour shift. They are unable to pinpoint any specific action that causes the co2 line to stop reading. It did happen during patient use with no harm. There was an accompanying alarm, and the end user replaced the co2 line. However, there is concern over safety to both patient and end user as changing of lines equates to breaking of the circuit (possible loss of peep) and exposure in a covid-19 climate.